Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 1, 2018 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a bile duct perforation during a stent placement procedure performed on an unknown date. Reportedly, the patient was scheduled for an endoscopic retrograde cholangiopancreatography (ercp) with imaging and stent removal procedure on (B)(6) 2018. According to the complainant, during the scheduled stent removal procedure on (B)(6) 2018, the stent was noted to have migrated into the common bile duct and there was a tissue ingrowth on 1 to 2 mm distal portion of the stent. The stent was removed with forceps, however, difficulty was encountered. Eventually, the stent was removed from the patient using the same forceps. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the stent was used to treat a bile duct perforation. However, per the wallflex¿ biliary rx fully covered stent system rmv directions for use, the stent is intended for palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.